Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the keypad buttons require multiple presses in order to register an input. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2014 with the following findings: there was evidence of contamination under the contrast key. All of the keypad buttons responded normally when tested and there was no evidence of damage to the keypad. Unrelated to the keypad issue, the display screen was dim and pink. Additionally, the battery compartment was cracked at the threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.